Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of 55mm diameter thoracic aortic aneurysm. The proximal neck is 40x39mm, 42.5x39, 39x38, 40x39 from proximal to distal. It was reported that during the stent graft deployment the stent graft moved proximally. The stent graft landed in zone 1 and not is zone 2 as planned. As a protective measure, another manufacturer¿s device was implanted in the brachiocephalic artery. The planned one-vessel debranching was changed to two-vessel debranching. Final angiography showed no issues in the blood flow, as well as no endoleaks. Per the physician the cause of the event is user error (the proximal edge of the device was aligned proximal to the intended position). No additional clinical sequelae were reported and the patient is fine.